Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and observed fault codes 67 and 107 numerous times. A corrective action was to replace the hydraulic invasive blood pressure (ibp) transducer. The fse tested the iabp with an ibp mini simulator, and once connected, it caused the iabp to go into system failure. The customer supplied a new ibp adapter cable , which the fse replaced, and that corrected the failure reported by the customer. The fse isolated the ibp failure to a defective ibp adapter cable. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had no arterial waveforms. The customer could not zero the transducer. Once this was observed the iabp was replaced with a spare iabp. No patient harm, serious injury or adverse event was reported.